Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 400 mg/dl at the time of call. The customer did not provide details regarding symptoms of their high blood glucose level episodes. Customer was treated with bolus. Customer stated that he was noticed that infusion set was leaking. Customer troubleshoot was not performed for high blood glucose level and troubleshoot was performed for infusion set leak. The insulin pump will not be returned for analysis.